Event description:
The account reported the brake caster is not locking, the pedal would go into brake position but the brake caster would not hold. The bed is located in the repair area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the caster supports and brake linkage. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the casters and supports to resolve the issue. Based on this info, no further action is required.